Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been 1 other complaint for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision due to iol power. The iol was exchanged with another iol model, 42 days after following the initial implant procedure. Additional information has been requested; however, further information has not been received.